Event description:
Swivel adaptor, included in above-mentioned kit malfunctioned. Adaptor connects suction "t-piece" to endotracheal tube. It is made up of three piece construction. The end which connects to the et tube has an inner and outer ring. The inner ring became disconnected from outer ring and was stuck on the end of the et tube requiring prying off with a sharp instrument. While the inner ring was stuck on the et tube rptr could not reconnect the pt to a new ventilator circuit or manually bag the pt since the diameters no longer matched. In addition, rptr could not hook up the broken swivel adaptor since after the inner ring came out the swivel adaptor no longer functioned properly. No harm came to the pt.